Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was "high", via continuous glucose monitor reading. Reportedly, the customer reverted to manual injections for to address bg level and insulin therapy.